Event description:
It was reported that when the customer is descending his ramp, the chair will accelerate. The customer stated that the sudden acceleration caused his small finger to get caught between the joystick and the rail on the ramp. A small red mark was left on the patient's finger. No medical intervention were required and no further injury noted by customer.